Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urge and stress incontinence, nocturia, vaginal discharge, vaginal irritation, mesh erosion, vaginal pain, vaginal bleeding, urinary tract infection and hematuria. Excisions of mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.